Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: hohmann retractor was broken after the first cleaning process at distal tip. The instrument is unused. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4) manufactured the aluminum hohmann retractor, p/n 03.100.108, lot 7390104, per po (B)(4). The (B)(4) part lot was manufactured and processed per specification requirements and conformed to the incoming final inspection sheet (B)(4). There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. (B)(4) parts were released to the warehouse on (B)(4) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.